Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. G4 ¿ 510k: this report is for an unknown lcp plate construct/unknown lot. Part and lot numbers are unknown; UDI number is unknown. D9: complainant part is not expected to be returned for manufacturer review/investigation. H6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: michelitsch c, beeres f, burkhard md, stillhard pf, babst r, sommer c. Minimally invasive plate osteosynthesis for clavicle fractures. Oper orthop traumatol. 2023 apr;35(2):92-99. English. Doi: 10.1007/s00064-023-00798-7. Epub 2023 feb 1. Pmid: 36723629 objective/methods/study data: the purpose of this study is to present the treatment of comminuted clavicle shaft fractures with minimally invasive plate osteosynthesis (mipo) in detail. During the study, a total of 42 patients (35 male and 7 female) with a mean age of 44 years were included in the study. These patients had clavicle shaft fractures (one case with bilateral clavicle fractures) were treated with a minimally invasive plate osteosynthesis (mipo) technique using 3.5 lcp or va-lcp 2.7 clavicle system (depuy synthes). Of the 42 patients (43 fractures), only 27 could be evaluated after a median follow up of 14 months (range 1-51 months). Reasons for dropouts were residence distant to the trauma unit in 13 patients, 2 with unknown reasons, and 1 is expected to meet his outpatient appointments soon. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: synthes lcp. Adverse event(s) and provided interventions possibly associated with: unk - constructs: lcp (qty. 3). - 1 patient had pseudarthrosis and following hardware fracture occurred after 2 years. Intervention: an open technique was chosen for re-osteosynthesis and cancellous bone grafting. - 1 patients had a wound complication in the initial postoperative follow-up intervention: wound revision was performed 6 weeks after the index surgery. - 1 patient complained of persistent pain for 7months at the site of the operated clavicle intervention: intensive pain therapy was initiated for this patient. This report is for one unk lcp plate/construct. This is report 1 of 1 (B)(4).